Event description:
It was reported that both monitors on the 9800 system lost the video image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the sib processor were replaced during the service call. The system was tested and found to be working as intended, and put back into service.